Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Thrombosis and death are listed in the instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: the patient died 24 hours post procedure and the cause of death was probable stent thrombosis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The date of death is estimated. The stent remains in the vessel; the delivery system was reported to be discarded by the site. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented experiencing an acute myocardial infarction. During the procedure of the mildly tortuous, heavily calcified, 98% stenosed, de novo, mid left anterior descending (lad) artery, a 3.0 x 12 mm nc trek balloon dilatation catheter was used and a 3.0 x 48 mm xience xpedition stent was implanted. Post stent implant the patient was reported to have expired. No additional information was provided.